Manufacturer narrative:
Batch review performed on 28 february 2025: lot 1902497: (B)(4) items manufactured and released on 17-june-2019. Expiration date: 2024-05-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 5 years 4 months after primary, the patient came in reporting instability due to laxity and the cause is unknown. The surgeon revised the poly (11 to 17 mm) and the surgery was completed successfully.